Manufacturer narrative:
Wheelchair base was manufactured by invacare and shipped to motion concepts for installation of seating system. Seating system was manufactured and installed by motion concepts. Incident alleges some component in the seating system malfunctioned. Motion has not been provided an opportunity to inspect the device. Device is over 3 years old. Maintenance history of product is unknown. Malfunction has not been established. If inspection is allowed and additional information is received a follow up MDR will be filed.

Event description:
The letter from the attorney alleges the seat on the wheelchair broke, causing the consumer to fall and fracture their ankle.